Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one plate and six screws were returned. The complaint of loosened cannot be confirmed as there are no x-rays with the complaint, the complaint condition of bent screws can be confirmed, as 212.107 and 204.822 are bent. The 3.5mm locking compression plate medial anterior clavicle plate (part 02.112.041, lot 7423289, manufacture july 2013) was returned intact with only minor surface scratches consistent with the implant and explantation procedures. The drawing for this device was reviewed and the design, material and finishing processes were determined to be adequate for the intended use of this device, no dimensional discrepancies were found on the returned device. The root cause of this complaint is excessive impact by the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original operation was performed in (B)(6) 2014 to repair a fractured right clavicle. The surgery was completed successfully using an anterior clavicle plate and six screws. While the patient was running in early november, the patient fell on his right shoulder. The surgeon discovered upon x-ray examination that some of the screws were bent and loosened from the plate. It was decided to remove the hardware and replace it with an unknown clavicle plate and screws. The surgery was completed successfully on (B)(6) 2014. There was no surgical delay. This report is 1 of 9 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual implant date - unknown reported as july 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7423289 of 3.5mm lcp medl ant clavicle plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.